Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin.

Event description:
It was reported that a minimum fill notification occurred after filling the cartridge with approximately 350 units of insulin. Reportedly, the customer overfilled the cartridge. Tandem technical support educated the customer cartridge fill requirements. Customer¿s blood glucose was 154 mg/dl. Reportedly, the customer loaded a new cartridge to resolve the issue.